Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens and half the lens remained in the injector after insertion. The incision was enlarged to remove the lens, another icl was implanted and a suture closed the wound.

Manufacturer narrative:
Results: visual inspection of the returned product showed a haptic was torn off and missing and there was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order.